Manufacturer narrative:
One random partial opened and used sensor was inspected and a continuity resistance test performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor passed with accurate readings. The needle was separate from the sensor base. The customer complaint could not be confirmed due to the sensors being returned opened and used. Four needles were missing.

Event description:
The customer called in regarding issues inserting her sensor and reported experiencing high blood glucose of 438 mg/dl, which was treated with a pen. The customer stated that she had multiple sensors that were bent, due to issues with the inserter. The customer was advised the sensors and serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.